Manufacturer narrative:
The device serial number was documented as (B)(4) in the initial report. The serial number has been corrected to (B)(4). The unique identifier (UDI) has been updated accordingly. It was documented in the initial medwatch that the date of manufacture was unknown. The date has been updated to aug 07, 2013. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The date of manufacture was unknown, therefore UDI (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the attachment device had damaged bearings and cover and the sleeve was worn out. It was further determined that the device failed pretest for temperature assessment and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.